Event description:
Account reported that the bed as no head up functions. No injury reported.

Manufacturer narrative:
Technician found the head up valve solenoid was bad. Replaced valve solenoid to resolve this issue. Unit was located in the bed shop.